Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for gallbladder drainage. The catheter was advanced into the target site via abdominal approach and the physician attempted to extract bile. No drainage occurred. An x-ray examination was conducted to confirm the catheter tip was properly positioned. Upon infusion of contrast, leakage was noted at "damage" at 3-4 cm from the hub of the catheter. The catheter was cut and removed from the patient. A similar device was used to successfully complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Customer person: phone: (B)(6). Postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6) hospital reported to cook on 11nov2021 that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult7.0-35-25-p-5s-cldm-wf-hc) from lot 14199678 leaked after being placed for gallbladder drainage. The catheter was removed and replaced successfully. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The catheter was returned in a used and damaged condition, with the tubing cut approximately 3cm from the hub. Leak testing was performed on the proximal hub section, and leakage was noted at the distal end of the hub where it meets the catheter tubing. The hub was gauged and it failed the gap gauge. Additionally, a document-based investigation evaluation was performed. In response to this event, cook completed a review of the product device master record (dmr) and concluded that sufficient controls are in place to detect this failure mode prior to release. The device history record (DHR) for lot 14199678 showed no related nonconformances. A database search revealed four other complaints from lot 14199678 at the time of investigation. A database search revealed three other complaints under this lot number for this same failure mode at the time of this investigation. Containment was performed on the complaint lot, but field action was not considered based on occurrence. The IFU packaged with the device contains the following in relation to the reported failure mode: inspect the product upon opening to ensure no damage has occurred. The information provided upon review of the DHR and returned device suggests that the device was manufactured out of specification and that there are nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a manufacturing and quality control deficiency. The returned catheter hub failed the gap gauge specification. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.